Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient reported that inaccuracies started on (B)(6) 2024 but did not provide any comparative values. On (B)(6) 2024, the patient was at the store with her aid and suddenly felt confused, could not speak and felt like she was paralyzed. She checked her pump and it was showing 69 mg/dl. She checked a bg reading and it was 39 mg/dl. The patient was provided 2 ounces of "glucose drink" and glucose tablets by her aid and felt better after 30 minutes. At the time of the report on (B)(6) 2024, the patient was doing fine and the cgm during that time was 40 mg/dl while the bg was 207 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.